Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (pseudoaneurysm); patient's condition affected effectiveness of device (anatomy related; pseudoaneurysm). Conclusion: device failure/lack of effectiveness related to patient condition (anatomy related; pseudoaneurysm); known inherent risk of a procedure (pseudoaneurysm); no device failure.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 4.7 cm in diameter abdominal aortic an eurysm. The aortic neck infra-renal angle was 30 degrees. Proximal aorta was 22.7 mm in diameter and 44 mm in length. Distal aorta was 21.4 mm in diameter. Right iliac artery diameter and the left iliac artery diameter were not reported. The right femoral artery was 10 mm in diameter and the left femoral artery was 10.5 mm in diameter. It was reported one month post index procedure there was a technical observation that the patient had a left femoral false aneurysm at the percutaneous access site. There was no reported intervention or action taken. No clinical sequelae were reported.